Event description:
It was reported that "balloon ruptured". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was a cd/dvd. Upon return, the distal end of the teflon sheath was at approximately 41.8cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The short arterial pressure tubing was noted connected to the iabc luer. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round was unraveled, and the central lumen was noted broken within the flex-tip assembly area at approximately 5.8cm from the iabc distal tip. Bends to the iabc central lumen were noted at approximately 17.5cm, 41cm and 62cm from the iabc central lumen. Damage to the iabc outer lumen, consistent with a flattened surface, was noted at approximately 28.5cm, 31.1cm, 36.4cm and 39cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak and a leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 5.7cm from the iabc distal tip, which is the location of the previously noted damaged central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 76.5cm from the iabc luer, which is the location of the previously noted damaged central lumen. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab blood in helium pathway is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken within the iabc flex-tip assembly area. The damaged central lumen could result in blood entering the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "balloon ruptured". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".